Manufacturer narrative:
Other text: h6 conclusion codes updated: h10 device evaluation: one device was returned for investigation. Visual inspection showed a corroded drain fitting, cracked tank cover, broken front cover, and a damaged liquid crystal display (lcd). Functional testing found the device to leaked from the bottom of the device confirming the customer complaint. The reported failure resulted from a known tank cover cracking due to bowing issues addressed through a supplier nonconformance notification (snn). A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2016 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received confirming the problem occurred during preventative maintenance (pm). There was no patient involvement while using the device.

Manufacturer narrative:
Date of event and UDI number are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the bottom. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.